Event description:
The customer reported to beckman coulter (bec) that approximately 100 ml of a clear liquid leaked from the coulter lh 780 hematology analyzer and onto the counter. The leak was not contained within the instrument. The analyzer generated sheath tank not full errors. Controls recovered within specification prior to the observed leak. The material safety data sheet (msds) was reviewed. There is an exposure control / risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The customer reported the leak affected results of one patient. The patient¿s sample was rerun and reported from a different lh780 which was considered correct. Raw data was requested, but not received. Data provided for review indicated that one sample recovered with incomplete computation for hgb, mchc, and all differential parameters compared to the same sample run on a different lh780 that recovered results for all parameters without instrument generated message and considered correct. Erroneous results were not reported outside of the laboratory. No death or injury was reported in connection with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found the sheath restrictor tubing connected to the y fitting was loose. The fse re-fitted the tubing and the leak was resolved. The fluid from the leak shorted out the solenoids on manifold (mf16). The fse replaced the mf16 and checked each solenoid for function. Service activity performed was verified to meet the specified requirements per established procedures. Failure mode of the leak was related to loose tubing from the sheath restrictor tubing to the y fitting. However, the instrument generated sheath tank not full errors alerting the customer to an instrument issue. The failure mode related to manifold 16 was caused by the sheath restrictor tubing leakage.